Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the ventilator generated an intermittent and discrepant respiratory rate. No information is available regarding the patient being transferred to another ventilator. There was no report of serious injury or death associated with this event.